Manufacturer narrative:
The device was returned to olympus. And the evaluation found, the metal part was exposed. And the cover glass was deteriorated. Based on the results of the investigation, the most probable cause is traced to the user not following the manufacturer's instructions and cause traced to component failure. Since, the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed, that during the device evaluation. The subject device cable unit metal part was exposed. And the cover glass was deteriorated. There was no patient involvement.